Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1d4mq, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's lead was removed because the incision would not close and heal, and so was explanted to avoid infection. The rep reported that there were no system issues and that the rest of the system remained implanted. The rep later stated that the lead was removed to prevent full system infection, therefore it was unclear if the patient experienced an infection at the lead site or not. The rep reported that the patient was scheduled to see the healthcare provider (hcp) on (B)(6) 2017 to re-evaluate and possibly be re-implanted with a new lead. No device issues reported. No further patient complications have been reported as a result of this event.